Event description:
Customer complained that the siderail would not latch properly.

Manufacturer narrative:
The technician cleaned and lubricated the pin on the right foot siderail. The device was then tested, and the issue was resolved. The equipment was operating with specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.